Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney and implant op report: on (B)(6) 2008: the patient was diagnosed with cystocele, rectocele and enterocele and underwent a anterior/posterior colporrhaphy with implant of a bard/davol flat mesh, reference: (B)(6), lot husb0269, and a sacrospinal fixation. Attorney alleges unspecified adverse patient outcomes associated with use of bard/davol flat mesh device.